Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the pigtail from the back of the patient side cart fiber port. The error returned after the replacement. Fse then replaced the common compute controller (ccc). After replacing the ccc the system came up with no errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and in lighthouse, errors 31089 and 170 were found indicating a recoverable error was detected by hardware on the aurora comm and a given feature monitored by the feature health monitor is in invalid state, respectively. Upon visual inspection, no issues were found that would be related to the reported event. This ccc was installed, programmed and tested on the dv5 in house golden system, with no issue, no errors triggered on startup. Run 5x power cycles with no failures and no errors triggered. This unit was idling for 1 hour in normal mode, with no issue and no errors triggered. Check on fiber light levels on all channels, and all channels are well beyond normal range. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of this test and findings, it was concluded that no root cause could be attributed to this ccc unit to the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, there was a boom error at startup with 31089 and 170 errors. The blue fiber cable (bfc) connected to the robot did not have a blue led indicator. Customer attempted a power cycle and swapped the bfc to the console and the console cable to the robot. After powering back on, the system faulted again with the same errors, and the bfc on the console still did not show a blue led. Customer tried using a backup bfc, but the system faulted at startup. The system failed to post after swapping the bfc and performing a hard restart. Throughout the troubleshooting process, the system repeatedly faulted, indicating a connection issue with the robot running on battery message. The procedure was aborted with no report of patient involvement.